Manufacturer narrative:
The unit powered up normally, but it did not detect that the morcellator hand-piece was connected. Unit was opened up and tech found that the internal motor cable was only halfway connected to the motor controller board (jp9 connector). Tech pushed the connector down, and the unit was fully operational. It is possible that MFR did not seat the connector (j9) correctly or the connector loosened during shipment and the connection weakened over time. No other reports of this condition have been received, so we believe it is an isolated incident.